Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mcm780 batch number, and no non-conformances related to the reported complaint condition were identified. Additional device same code reported in 2210968-2019-85759.

Event description:
It was reported that an animal underwent an unknown procedure on unknown date and suture was used. The needles came off of suture during use. It is unknown if a similar device was used or if it was completed successfully. There were no adverse patient consequences reported.